Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-62h, lot # 91949701, description: trident psl with purefix ha 62mm. Cat # 2030-6535-1, lot # 9752901, description: 6.5 cancellous bone screw 35mm. Cat # 2030-6525-1, lot # 92311801, description: 6.5 cancellous bone screw 25mm. Cat # 625-0t-36h, lot # u5581002, description: trident alumina insert. Cat # 2030-6520-1, lot # 93727905, description: 6.5 cancellous bone screw 20mm. Cat # 17-3600e, lot # 3953603, description: alumina c-taper head 36mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "patient had a ceramic on ceramic hip replacement in 2003. He recently has had an apparent infection in this hip whereby the implants were extracted and an antibiotics spacer was implanted. The patient asked the nurse of dr (B)(6) about the hip recall issues with stryker trident cup. We tracked down the lot code and this particular cup was not part of any implant lists of the prior recall question."